Event description:
It was reported that an autopulse nimh battery with s/n (B)(4) was not holding a charge even after battery maintenance recommendations were followed. There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has not yet received the product for evaluation. If the product is returned to MFR, a supplemental report will be filed.